Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz4 left; cat# 5512-f-401; lot# oys9u. Triath fem distal aug 5mm - size 4 left; cat# 5540-a-401; lot# l7v4t. Triath fem distal aug 5mm - size 4 left; cat# 5540-a-401; lot# hed3u. Tri post augment sz4 10mm; cat# 5544-a-400; lot# oha7t. Triathlon stem extender 25mm; cat# 5571-s-025; lot# unknown. Unknown fluted stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: "revised a left knee triathlon ts due to femoral loosening. He kept the tibial baseplate, cone, stem and revised the femoral side and tibial insert. He noted upon extraction that there was only fibrous ingrowth on the femoral cone. He revised to a fully cemented femoral construct with two cones."